Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be interrogated. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly with the device able to be interrogated successfully with merlin programmer without loss of telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.